Event description:
Philips received a complaint on the defibrillator indicating the device had battery issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Based on the results of the analysis, it was determined that the product has malfunctioned and the most likley cause of the reported problem was battery issue. The issue was resolved by replaced battery.